Manufacturer narrative:
Correction: was previously selected as both adverse event and product problem, however, should have been just product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was concerned that they have to charge their ins every 2 days since implant. The patient stated that they have another ins and they do not need to charge that device every 2 days. The patient stated that the devices have the same programming. No symptoms reported. No further complications were reported or anticipated.